Event description:
During placement of a ureteral stent for a therapeutic ureteral drainage procedure, it was determined that the loop of this ureteral stent had torn. There was no patient injury or complication. The procedure was successfully completed with another device.